Manufacturer narrative:
Additional information received on (B)(6) 2019 indicating event date.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. During investigation no issues were found with the device alarming "high pressure". The customer's reported problem could not be duplicated. However, during investigation the device displayed double beeping with a cassette attached. Service replaced the downstream sensor as preventive measure. DHR review was preformed and no problems or issues were identified during the DHR review. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd legacy pump exhibited "constant high pressure alarms". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.